Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: customer detected damage products after they unpacked transport boxes. Transport boxes was not damage. No changed in their routines or other changes. This was detected before use.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but seven (7) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged (cracked) tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of damaged (cracked) tubes were not observed, as no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of damaged (cracked) tube based on the return photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: customer detected damage products after they unpacked transport boxes. Transport boxes was not damage. No changed in their routines or other changes. This was detected before use.